Manufacturer narrative:
Taper ii. The device will not be returned for analysis, as it remains implanted. Based on the serial number provided, it is assumed the connecter type associated with this event is a taper ii. Device labeling addresses possible outcomes of dysphagia as follows: adverse events: ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures.

Event description:
Reported as: a patient in the lap-band hero (B)(6) study had an adverse event of dysphagia. The event was reported as a serious ae that was treated with lap-band system adjustment. The physician reported the patient "needed fluid removed for rest of esophagus."